Event description:
A patient reported blood glucose results of "4.6 mmol/l and 6.2 mmol/l" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucse results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The meter and control solution are being replaced.